Event description:
This lead was explanted (B)(6) 2011, due to a high thresholds. A competitive lead was then implanted, which resulted in a perforation. The pt then expired hours post-procedure. No add'l info is available at this time. Should add'l info become available, this event will be updated.